Event description:
The lay user/patient contacted lifescan alleging the meter does not power on with strip insertion. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k082590.

Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was used during an esophageal stent placement procedure on (B)(6) 2010. According to the complainant, during preparation outside the patient, as the device was being assembled the stent kinked. The device was taken apart and re-assembled several times; however each time the kink became worse. An attempt was made to assemble the device "the other way around"; however the stent still kinked. The procedure was aborted at this time, as another polyflex esophageal stent was not available. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.